Event description:
It was reported during use, that the cardiosave intra-aortic balloon pump (iabp) had automatically inflated, the device was not disputed. There were no patient harm or injury reported.

Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.